Manufacturer narrative:
. E3: occupation: materials management the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that they tested the tr band inflating pilot and removed syringe. Band tested for pat c, no immediate air leak detected. There was no immediate air leak detected when the tr band was inflated to test the balloons prior to applying to patient's wrist. However, after being applied to the patient's wrist and inflated with air the tr band immediately deflated once the syringe was removed.13ml of air was injected into the tr band when first applied. Patient recovery proceeded as normal. No bleeding was noted. Unknown where the tr band was leaking air from. There was not any noticeable damage to the device. Tr band was stored in a temperature-controlled room behind the cath lab then on counter in procedure room. The procedure performed prior to the use of the tr band was coronary angiogram.